Manufacturer narrative:
(B)(4). Additional information will be provided upon conclusion of the investigation.

Event description:
A caregiver was lifting a patient with maxi move passive floor lift. The caregiver turned and hurt her back - an injury to lower back was sustained.

Manufacturer narrative:
An investigation was carried out into this complaint. Arjohuntleigh has become aware of customer complaint involving our floor lift device. The issue was voiced by the north rehabilitation center in (B)(6). Initially, the maxi move floor lift device was indicated as involved in the complaint. However, upon the course of our investigation and further request raised by us to the customer facility, they were not able to indicate either the product name or serial number. Following further information received, during claimed issue a caregiver hurt his/her lower back while lifting a resident. As a consequence of the event, he/she was unable to perform normal duties. Unfortunately, despite our best efforts, it was impossible to collect any further information concerning this incident (either on the sustained injury, circumstances of the event or an exact serial number of the involved medical device). The event was decided to be reportable to the competent authority due to an injury to lower back sustained by caregiver. Because of very limited information provided regarding severity of the injury, arjohutleigh, taking a cautious approach, has decided to report this event in abundance of caution. The customer facility was visited by arjohuntleigh representative - three lifts (among them two maxi move lifts) suspected to be involved with the event were inspected since it turned out unknown which lift was being used during the incident in fact. A review of the reportable incidents registered within last 5 years was performed in regards to the initially indicated maxi move brand name. We have been able to find some complaints with the same effect: caregiver suffers a back pain or back injury. There is no trend observed. However, there was none, particular scenario or sequence of events that leads to the caregiver back pain/injury. There is no trend observed. None of the devices inspected at the customer facility presented any failure that could have directly caused or contributed to injury, on condition that they were being used in accordance to the labeling and recognized best practices of patient handling. The maxi move instruction for use informs: "maxi move must always be handled by a trained caregiver and in accordance with the instructions outlined in this manual." "The equipment must be used for its intended purpose only and is operated within the published limitations." Furthermore, the document advises the users: "carefully inspect all parts, in particular where there is close contact with the patient's body. Ensure that no cracks or sharp edges have developed which could injure the patient's skin or become unhygienic." "Check that all external fittings are secure and that all screws and nuts are tight." Additionally: "caution: if in doubt about the correct functioning or lack of performance of the maxi move, do not use it and contact the arjohuntleigh service department." Based on the above, it can be stated, however very limited information were collected, that an error of use of the device is the most probable cause of the incident. If the user had followed the device labeling, risk of any injury would have been avoided. Looking at the incident scenario it has been established that the device was being used for patient handling at the time of the event and it contributed to the incident that is being reported by us in abundance of caution since the severity of the back injury sustained by caregiver remains unknown. The device was not up to its specification at the time of the incident.